Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (mr) (worsening) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated the reported single leaflet device attachment appears to be related to patient morphology/pathology. The reported mr was likely a result of the single leaflet device attachment (slda). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial report, additional information was provided, indicating that the clip detached from the anterior leaflet and remained attached to the posterior leaflet. There was no tissue damage.

Manufacturer narrative:
(B)(4). The clip was explanted and will not be returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for recurrent mitral regurgitation and tissue damage, requiring surgical intervention. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. Two clips were implanted, with the first clip implanted on the lateral side. The mr was reduced from grade 4 to grade 1. A transthoracic echocardiogram (tte) was performed on (B)(6) 2016 and noted that the mr had increased back to grade 4. It was unclear at the time if the first clip detached from the anterior leaflet, remaining attached to the posterior leaflet or if there was a laceration of the leaflet. The patient underwent a surgical mitral valve surgery on (B)(6) 2016 and it was noted that there was a partial leaflet detachment of the anterior mitral valve leaflet. Post surgical procedure, the patient is doing well. No additional information was provided.